Event description:
The customer observed leakage of fluid underneath the analyzer and the dilution cup overflowed on the ortho provue analyzer during testing. The customer aborted testing and discarded the reagents and samples on board the instrument. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The user detected the issue, preventing erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined the pressure setting was out of specification. The fe cleaned the pressure regulator and performed the appropriate adjustments to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.